Event description:
On 9/20/97, the account reported an erratic ck-mb result of 33.6 ng/ml, which was given from a primary barcoded tube on the axsym analyzer. An angiogram was done based on the reported result and was negative. The ck-mb result was questioned by the physician. The account thawed and vortexed the sample, which had been poured into an aliquot tube and frozen, before retesting and obtained results of 2.5 and 2.6 ng/ml. According to the account, the pt was released from the hosp. No further pt info has been provided. Review of the axsym message history log revealed several lls (liquid level sense) errors. Further investigation also revealed several 5013 errors (motor step loss, probe up/down, sampling error).